Manufacturer narrative:
Eval results: the complaint of "invalid impedance" was confirmed. As received, the lead had extensive damage to the paddle. Two electrodes were missing and the directional indicator was broken. Wires had been pulled through the breached silicone on the paddle, detaching them from the stimulation end electrodes. The damage to the paddle likely occurred during the explant procedure. Additionally, a kink with all broken wires was observed 14cm distal to the paddle. As the outer tubing of the lead body was not breached, the fracture of the lead body was consistent with an overstress condition the lead was subjected to while it was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ((B)(4)) lead was replaced due to impedance issues. In addition, it was reported the lead was fractured. No further complications have been reported following the procedure.